Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a red cross in the upper right corner of the device, which occasionally triggers an alarm, and the self-check failed the pacing test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device occasionally triggered an alarm. The rse evaluated the device remotely and determined that the device occasionally triggered an alarm. The customer was instructed to rerun the operational check with test resistance, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse instructed the customer to rerun the operational check with test resistance, and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.